Event description:
It was reported that on (B)(6) 2014, a 4.5mm supera peripheral stent was implanted successfully in the moderately calcified left popliteal artery. Vessel wall apposition was confirmed to be good per angiography. On approximately (B)(6) 2014, the patient reported leg pain and a diagnostic angiogram was scheduled. On (B)(6) 2015, diagnostic angiogram showed in-stent thrombosis. It is unknown if the patient was compliant with antiplatelet medications. No treatment was provided; however, a femoral / popliteal bypass may be scheduled. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event estimated. There was no reported device malfunction and the product was not returned. Review of the lot history record could not be conducted because the lot number was not provided. The reported patient effects of thrombosis and pain are listed in the supera peripheral stent system, instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A procedural image was received and reviewed by an abbott senior medical advisor. It was concluded that there is evidence of an occlusion of the stent that was implanted in the left popliteal artery but thrombosis cannot be confirmed. There is decreased outflow through the distal portion of the stent which is consistent with significant occlusion of the stent. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.